Event description:
It was reported that during procedure with a greenlight fiber, a bladder perforation occurred. Physician suspects the perforation to be related to the device. The procedure was completed with the same fiber and there were no additional patient complications reported.

Manufacturer narrative:
Correction: h6 impact codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during procedure with a greenlight fiber, a bladder perforation occurred. Physician suspects the perforation to be related to the device. The procedure was completed with the same fiber and there were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. The fiber was tested with the helium-neon laser fixture. There were no signs of breakage along the length of the fiber and fiber tip. The glass cap exhibited moderate devitrification. The metal cap exhibited moderate charred debris indicative of prolonged tissue contact. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. The forward firing ratio, as tested during analysis, was determined to be 1%; this level indicates a negligible or no patient harm/risk and is not considered possessing forward firing capability. Analysis of the returned device did not identify any defects with the fiber; however, the reported patient symptom of perforation is a known risk associated with implant of these devices as indicated in the instructions for use. Therefore, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during procedure with a greenlight fiber, a bladder perforation occurred. Physician suspects the perforation to be related to the device. The procedure was completed with the same fiber and there were no additional patient complications reported.